Manufacturer narrative:
The medical center did not return the impella pump or introducer sheath for any benchtop analysis and testing. The root cause of the reported ischemia is not known at this time from the clinical report alone. Should more information be shared, and a root cause determined, a final report will be forthcoming. The failure mode will be monitored and trended. Of note the IFU states: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The medical center had an impella cp support ongoing for 2 days when the team observed signs of limb ischemia in the cp limb. There was no pulse and so the pump was explanted and surgery consulted. Patient will go to the or for cut down artery repair.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the limb ischemia was most likely patient condition related. The failure mode will be monitored and trended.